Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization, hypoglycemia, and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Checking your blood glucose. Chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider. Living with diabetes. Chapter 11 / page 119. Hypoglycemia can occur even when a pod is working properly. Never ignore the signs of low blood glucose, no matter how mild. If left untreated, severe hypoglycemia can cause seizures or lead to unconsciousness. If you suspect that your blood glucose level is low, check your blood glucose level to confirm. Checking your blood glucose. Chapter 4 / page 42. Warning: blood glucose readings that are especially low or high can indicate potentially serious condition requiring immediate medical attention. If left untreated, this situation can quickly lead to diabetic ketoacidosis (dka), shock, coma, or death. Living with diabetes. Chapter 11 / page 119. Avoid lows, highs, and dka. You can avoid most risks related to using the omnipod® system by practicing proper techniques and by acting promptly at the first sign of hypoglycemia, hyperglycemia, or diabetic ketoacidosis. The easiest and most reliable way to avoid these conditions is to check your blood glucose often. Living with diabetes. Chapter 11 / page 126. Warnings: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death. If you need emergency attention, ask a friend or family member to take you to the emergency room or call an ambulance. Do not drive yourself. To avoid dka. The easiest and most reliable way to avoid dka is by checking your blood glucose at least 4¿6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops.

Event description:
It was reported that the patient had been hospitalized with the beginning stages of diabetic ketoacidosis (dka) and low blood glucose. The patient's blood glucose levels reached as high as 300 mg/dl and as low as 42 mg/dl. Symptoms reported include hyperglycemia, hypoglycemia. Loss of consciousness, and vomiting. The patient was treated with an IV of glucose by the emts when being transported to the hospital for low blood glucose. They arrived at the hospital at 3:00 pm and she was placed on an IV of glucose to increase blood sugar. The hospital removed the pod. Overnight the patient's blood glucose was not stable was going low and then going high. In the morning, she was taken to the ICU (intensive care unit) because she had beginning stages of dka. While in the ICU the patient was given an insulin drip and PICC line just in case they needed to test blood. When they checked her blood glucose throughout the day she was between 200 mg/dl and 300 mg/dl. Around 7:00 pm or 8:00 pm the patient was released from the ICU and hospital because she was stable. The patient was not prescribed any medication. The pod was worn between 4 and 24 hours on her arm. The patient's blood glucose history is as follows: (B)(6).